Event description:
It was reported that "removal difficulty of presep catheter due to thrombi on the catheter surface was observed. The catheter was inserted via right internal jugular vein and used for 14 days. The customer attempted to remove the catheter, but it was unable to withdraw. Echocardiography was performed and it found thrombi formed along the surface of presep catheter. Heparin was injected and it became able to withdraw the catheter." Reportedly, heparin was used when the thrombi was noted. Event date is unknown. Device was discarded at the hospital. Additional information was provided indicating that a sheath was not used and that heparin or thrombolytic agent was actually administered peripherally. Additionally, it was reported that there are no patient complications reported. The patient condition has not been good and the patient is still in the hospital; however, this event did not affect the patient condition.

Manufacturer narrative:
The lot number was not provided; therefore, a device history record review could not be performed. Review of the available information suggests that clinical factors, including the extended in-dwell time, may have contributed to the event. No actions will be taken at this time.